Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe. As per the investigation procedure, observed more of three openings assessed as surgical damage and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown." Healthcare professional later reported "capsular contracture baker grade IV." Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV."

Event description:
Healthcare professional reported "capsular contracture, baker grade unknown." Healthcare professional later reported "capsular contracture baker grade IV." Record is for right side. Device has been explanted.